Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset instructions, and after malfunction recurred, customer was advised to contact clinic and transition to insulin injections, with no additional outcome details reported.